Event description:
"The wire was not able to be passed through an excessively tortuous lima (left internal mammary artery). When attempting to withdraw the wire, it fractured at the transducer transition point resulting in diminished flow, requiring retrieval with a snare, leaving a residual 50% narrowing in the lima where the fractured wire had been minimally due to trauma to vessel wall and intramural hematoma since the vessel was not responsive to nitroglycerin". An injury to the vessel occurred during tip retrieval, resulting in an intramural hematoma which was subsequently treated.